Event description:
It was reported that "unknown material was observed in the zero stopcock during setup." The sales rep commented that a syringe is used for priming in the operating room of this hospital, as they do not use a pressure bag during the operation, and that there was a possibility that the unknown material had originated from the syringe or the saline bag.

Manufacturer narrative:
Received one single dpt kit with attached infusion set and pressure tubing. Both the infusion set and the pressure tubing remained coiled with band paper. No priming solution was visible inside of the infusion set; however, priming solution was visible inside of middle of the pressure tubing. The complaint of "unknown material was observed in the zero stopcock" was confirmed. An unknown white curled particulate was visible inside of the stopcock female luer, which is located at the distal end of the kit. The length of the particulate was not measured since it was curled and could not be measured accurately. Visual examinations were performed under 10x magnification. The kit was flushed with water from the IV side at 350mmhg of pressure for 5 minutes. The particulate did not move or get flushed out of the kit. The particulate was sent to chemistry for analysis. The investigation is ongoing. A supplemental report will be forthcoming when the results are completed. A device history record review was complete and documented that the device met all specifications upon distribution.

Manufacturer narrative:
Per chemistry analysis, the ir spectrum of the unknown particulate matter showed similar absorption characteristics when compared to polyvinyl acetate ethylene like material. The material which was found inside the components/parts could have come from the in-coming supplied parts. This contamination was not detected during 100% inspection; however, all related operators and quality compliance inspectors will be re-trained for the inspections throughout the products which include the outside and visible parts inside of the devices.